Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical, inc. (Isi) contacted technical service engineer (tse) and reported the surgeon mentioned the right arm was not working. Tse reviewed the logs but found no related issues. Tse asked if it was possible the user did not properly take all arm controls and give all arm controls, however nothing was confirmed. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no patient injury, the surgeon and resident proceeded to operate on just one console instead of dual. There has been no further complaints or issues regarding the robot and arms. The conclusion was that there may have been user error. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in logs, the #25730# error was found indicating drivers for carriage motors and 23065 fault on the universal surgical manipulator (usm) 0x5 axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the axes controller motor (acm) and carriage was inspected, and no faults could be identified. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. Carriage stators and acm are the potential root cause for this issue.

Event description:
Refer to h11 for follow-up information.